Event description:
It was reported that the patient attempted transtelephonic monitoring, but it was unsuccessful. Upon interrogation of the device, it was revealed that the device reached elective replacement indicator status. Device data confirmed the depletion was due to high battery impedance. The device was explanted and replaced. No patient complications have been reported as a result of this event.

Event description:
It was reported that the patient attempted transtelephonic monitoring, but it was unsuccessful. Upon interrogation in the clinic, it was revealed that the device reached elective replacement indicator. Data confirm the depletion was due to high battery impedance. The device was explanted and replaced. No patient complications have been reported as a result of this event.

Event description:
It was reported that the patient attempted transtelephonic monitoring, but it was unsuccessful. Upon interrogation of the device, it was revealed that the device reached elective replacement indicator status. Device data confirmed the depletion was due to high battery impedance. The device was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the actual device was not received for evaluation. Performance data were collected from the device and analyzed. Eri (elective replacement indicator) was caused by high battery impedance noted on (B)(4) 2011 prior to explant. Ramware version 8 was installed on (B)(4) 2011.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) performance data were collected from the device and analyzed. Eri (elective replacement indicator) was caused by high battery impedance noted on (B)(6) 2011, prior to explant. Ramware version 8 was installed on (B)(6) 2011. The device was also returned and analyzed. Analysis of the device memory found the eri (elective replacement indicator) is the result of high internal battery resistance. This device is part of the field action and has tested consistent with the field action.